Event description:
It was reported that patient experienced an event of infusion set bent cannula which led to hyperglycemia on (B)(6) 2026. The infusion set has been in use for one day. The blood glucose level was high, and the patient was treated with manual bolus.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.